Manufacturer narrative:
Additional suspect medical device components involved: model #: rfk-c101018s, lot #: m607, description: rfk cannula, 10cm; 10mm active tip, sharp, curved,18g quantity: 4, model #: csk-10, lot #: f138, description: csk-10 kit includes: 1ea. Csk 100mm tc electrode, 1ea. Cb112-tc cable, 1ea. Sterilizing case quantity: 2 model #: csk-10 lot #: i243 description: csk-10 kit includes: 1ea. Csk 100mm tc electrode, 1ea. Cb112-tc cable, 1ea. Sterilizing case quantity: 1 model #: csk-10 lot #: l535 description: csk-10 kit includes: 1ea. Csk 100mm tc electrode, 1ea. Cb112-tc cable, 1ea. Sterilizing case quantity: 1 it is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one week following an rf ablation procedure, a patient experienced 8 skin tags on his back at the insertion site of the needles. The physician assessed that the patient experienced an allergic reaction, it is unknown if treatment was provided for the symptoms. An allergy test was performed but the results will not be provided. The patient's status is stable.